Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A definitive root cause could not be determined at this time. A DHR has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot number that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email when the surgeon loads the adjustable in the graft got loose. Additional information received via email on 9-18-2017. Type of procedure was acl. The device failed when the surgeon pulls the trailee suture. The device was not removed. A grasper was used to remove the sutures. The back tension was applied during tightening. Tension was applied during tibial fixation. Did the surgeon retention the femoral side using the white suture after tibial fixation? Na. The surgeon did cycle the knee. The delay was 2 hours.